Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during check by the technicians in css on the functionality of the mesh grafts that there was a dent in the comb. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g4, g7, h2, h3, h4, h6, h8, h10. (B)(4). Product review of the skin graft mesher sn (B)(6) by dover on 25 march 2020 revealed that there was a bent comb. The pre-test calibration and test cut could not be performed due to the bent comb. Repair of the device was performed by dover on 25 march 2020 which included replacement of the following: comb additional repair included the device being disassembled, cleaned, tested, and calibrating to specifications the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Skin graft mesher sn(B)(6) has been previously repaired/evaluated one time as documented in the repair reports in livelink. The last repair was 20 september 2019 by dover where it was reported that the calibration was out of specification, and the roller and comb were damaged. This is not a related issue. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event details.